Manufacturer narrative:
Concomitant product: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The dystonia patient reported their implantable neurostimulator (ins) had switched off unexpectedly. The patient reportedly had charged their ins one day and stopped before it was fully charged. The patient then charged the ins fully the following day and "after two days of the same, he experienced a return of symptoms." It was noted the patient was a "dystonia patient and started to feel stiffness in his limbs." It was at that time the patient went to check the ins charge level and discovered the ins was switched off. The patient switched their ins back on at that time and "could get a relief." The patient noted he had not used his programmer in a long time and "therefore could not correlate the ins getting off accidentally to his programmer." Additionally, it was noted the power switch on the recharger was disabled, though the manufacturer representative involved with the event "suspected the patient might have pressed those while charging." There were no further actions taken with the event, as the patient had turned the ins back on and reported no further issues. No surgical interventions had been undertaken and it was unknown if any were planned. A supplemental report will be filed if additional information is received.